Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found a small part of cotton on toilet paper as I wiped myself, no cotton left inside after examination [foreign body in reproductive tract]. One side of the tampon seemed to have broken up [device breakage]. Consumer reported via e-mail that part of tampon seemed to have broken up. No serious injury was reported.

Manufacturer narrative:
On 05-may-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Found a small part of cotton on toilet paper as I wiped myself, no cotton left inside after examination [foreign body in reproductive tract]. One side of the tampon seemed to have broken up [device breakage]. Case description: consumer reported via e-mail that part of tampon seemed to have broken up. No serious injury was reported.

Event description:
Found a small part of cotton on toilet paper as I wiped myself, no cotton left inside after examination [foreign body in reproductive tract]. E side of the tampon seemed to have broken up [device breakage] case description: consumer reported via e-mail that part of tampon seemed to have broken up. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2021. An investigation is in progress for returned product received on (B)(6) 2021. Lot code was updated per the product return.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Found a small part of cotton on toilet paper as I wiped myself, no cotton left inside after examination [foreign body in reproductive tract]. One side of the tampon seemed to have broken up [device breakage]. Consumer reported via e-mail that part of tampon seemed to have broken up. No serious injury was reported.